Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial#: unknown, product type: catheter; regarding additional information received, it was determined that the event is associated with another manufacturer¿s device (catheter); therefore, no further information will be reported in MFR report 3004209178-2021-01281, unless additional information received makes the event reportable. H6: the codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The issue regarding the catheter was first noticed in (B)(6) of 2020. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The tip of the catheter was in the wrong location. The catheter had migrated out of the artery. Regarding cause, pseudoaneurysm / catheter migration was indicated. Actions taken included the pump rate having been slowed and the pump was to be removed. A device explant was to be performed on (B)(6) 2021 and the device was to be sent back to the manufacturer after pathology evaluation. Additional information was received from a healthcare provider via a company representative on (B)(6) 2021. The hospital told the company representative that they had explanted the pump and that the manufacturer was requesting that it is sent back. It was further noted that the company representative was told there were no issues with the pump, but they believed the catheter migrated or caused a pseudoaneurysm at the site where it was placed in the artery. The patient was on 1000 units/ml of heparin saline and received 1000 units per day. Additional information was received form a healthcare provider via a company representative on 2021-feb-09. It was clarified that the issue was ultimately with the patient¿s anatomy, but it was at the tip of the codman catheter. The pump was returned to the manufacturer, but the catheter was not explanted.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump was functional the catheter they placed into the patient¿s body was not. There was no actual pump malfunction.

Manufacturer narrative:
Concomitant medical products: product ID 8578 serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8578 serial/lot# (B)(6), ubd 2022-03-05, UDI# (B)(4) h10 ¿ the catheter was implanted in two pieces. The portion attached to the pump was made by this manufacturer. The other portion was made by another manufacturer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient's pump had been non-functioning for an unknown amount of time.